Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shocks. The patient received electrostimulation therapy during the time. Upon review of the electrocardiogram (ECG), it was noted that there was steady high frequency non-cardiac signal being oversensed which likely was the external stimulation. Provocative maneuvers showed no indication of a system integrity issue, and measurements were within the normal range. Technical services (ts) recommended to not have transcutaneous electrical nerve stimulation (tens) like therapy. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shocks. The patient received electrostimulation therapy during the time. Upon review of the electrocardiogram (ECG), it was noted that there was steady high frequency non-cardiac signal being oversensed which likely was the external stimulation. Provocative maneuvers showed no indication of a system integrity issue, and measurements were within the normal range. Technical services (ts) recommended to not have transcutaneous electrical nerve stimulation (tens) like therapy. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.